Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure took place on (B)(6) 2014 due to pain and loosening of the tibial tray, possibly due to lack of fixation. It should be noted, the patient underwent a knee procedure on (B)(6) 2013 due to a nickel allergy and a bone defect requiring a custom implant.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-06896.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. Initial reporter - phone number is (B)(6). Device is custom made and hence has no 510k number. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿early or late postoperative infection and/or allergic reaction.¿ under possible adverse effects, number 5, ¿implants can loosen or migrate due to trauma or loss of fixation.¿